Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. One device was found to be affected by a lubrication problem. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events in which the device overheated. Two events had patient involvement with no patient impact. Eighteen reported events had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen devices were received for evaluation; 16 events were confirmed during testing. 4 devices were found to be affected by corrosion; 3 devices were found to be affected by a lubrication problem; 9 devices were found to be affected by both corrosion and a lubrication problem. Three devices were not available to stryker for evaluation. One device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device overheated. Two events had patient involvement with no patient impact. Eighteen reported events had no patient involvement or patient impact.